Event description:
It was reported that an intraocular lens (iol) when customer was trying to carry out the implantation of it, the simplicity injector plunger stuck to the lens handle, causing the lens handle to be broken, making it impossible to implant the lens. Event occurred during handling prior to insertion. There was no patient contact. No other information was provided.

Manufacturer narrative:
Reporter telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 5, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the lens was received with ovd residue on the surface. The lens was cleaned, and visual inspection found a detached and missing haptic as well as damage to the posterior of the lens. No suspect handpiece was received as part of this return. No issues that could contribute to the complaint event were observed and no further evaluation performed. The complaint issue "stuck in cartridge" and "haptic damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.